Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient received a blood glucose result of 220 mg/dl between 2:30am and 4:00am. No action was taken based on this result. The emt's were called around 4:00am due to the wife noticing the patient breathing very lightly, was passed out, making a lot of noise, pounded feet on the floor, and was acting very agitated when trying to talk to him. The emt's arrived around 4:15am; they immediately inserted an IV with glucose after receiving a result of 41 mg/dl on their meter around 4:20 am. The patient started to wake up about 6 minutes later and patient's wife provided him with food and drink. He was not taken to the hospital. Return of suspect device was requested and replacement was sent.